Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed and the keypad latch was found to be fully closed. There was no damage to the keypad flex observed. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.